Manufacturer narrative:
The manufacturing batch record review confirmed that the device met all material, assembly and inspection specifications. As received, the specimen consists of one-1 300-018 short taper g.w.; returned coiled loose, accompanied by the distal tip fragment in a small specimen container, and double-bagged within "zip-lock" style poly biohazard pouches. The specimen presents a ductile, tensile overload fracture of the core wire at the distal end of the specimen 4.08cm distal of the proximal coil to core wire joint, with concurrent stretching of the coil wire from the proximal coil to core joint terminating in a ductile, tensile overload fracture with torsional loading of the coil wire. The specimen also presents extensive bend damage or varying severity and frequency scattered over the length of the device. The detached 1.02cm long distal segment presents a knot 0.42cm from the distal tip creating a localized oversized diameter condition to .0470" both coil-to-core joints appear to be correct and intact by visual examination and by non-destructive testing. No other damage or inconsistencies are noted to the specimen at this time. Except where noted, the specimen device appears visually and dimensionally correct. At this time it is not possible to assign a definitive root cause for the event as reported. The damage presented by the detached distal segment suggests that the distal tip was advanced into a prolapse condition and subsequent manipulation resulted in the formed knot and the localized oversized diameter. The knot likely resulted in a constraint condition at the tip of the catheter "when they were going to remove the wire". As indicated in the warning portion of the device instructions for use, "do not torque a wire without observing the corresponding movement of the tip. Always advance or withdraw a wire slowly. Never push, auger, or withdraw a wire which meets resistance or the guidewire may perforate the vessel if forced against resistance. Resistance may be felt tactilely or noted by tip buckling under fluoroscopy." Based on the evidence presented by the sample and the information provided by the supporting documentation, clinical and/or procedural factors appear to have impacted on the event as reported. If there is any further relevant information received a follow up medwatch report will be submitted.

Event description:
The wire was in the patient and they put a rubicon catheter over the wire and when they were going to remove the wire, the tip fell off. They were able to retrieve the tip from inside the rubicon catheter and they proceeded with the case. They used another of the same wire to complete the procedure. This happened during the procedure and inside of the patient's body. No complications. Patient is fine.